Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient experienced pain in her right groin and experienced problems with urinary retention and recurrent infections, pain in her back and pelvis, and pain in her vagina. It was reported that she underwent removal of the mesh on (B)(6) 2018. No additional information was provided.